Event description:
The reporter called for a replacement device due to suspected delivery issues. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.